Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. Medical review was performed by dexcom clinical ca specialist on (B)(6) 2018 and additional information was obtained that medical intervention had occurred. The patient¿s mother initially stated that the reaction began three days after insertion, and within 24 hours transpired to what she believed was impetigo on the left side of the patient¿s abdomen, underneath the sensor. Clarification was received during a medical review follow-up that the patient was brought to a clinician on approximately (B)(6) 2018. Their clinician diagnosed a severe skin reaction, not impetigo, and was prescribed a steroid cream for treatment. The reaction was one major blister 2-3 inches across with serous discharge, mild edema, and erythema. The patient's mother stated that she believed the reaction had been caused by the sensor overlay patch as each of three uses resulted in a similar reaction with this being the most significant response. At the time of contact, it was indicated that the reaction had completely recovered with no further instances. No additional event or patient information is available.